Event description:
Customer reportedly, obtained results of 172 mg/dl and 29 mg/dl on the compact system within 10 mins. Customer drank juice and ate food in response to results. No adverse event reported. Requested return of suspect system and replacement was sent.